Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance and loss of capture. The lead was thought to be fractured. The lead was capped and replaced. The patient was in good condition post operation.